Event description:
(B)(4) study. It is reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The denovo target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 9mm long. The lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced chest pain. In (B)(6) 2012, the patient was hospitalized and underwent intervention.

Event description:
It was further reported that at the time of the index procedure, the patient presented with chest pain lasting a few seconds associated with shortness of breath with exertion. The subject also reported to have chest heaviness. At the time of the event, the patient was diagnosed with angina.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that severe coronary artery disease (cad) with a 90% ostial left anterior descending (lad) right at takeoff of a 2.0mm diameter diagonal was noted. Non obstructive disease in the circumflex system was noted with a 60% diffuse stenosis. Normal left ventricular (lv) systolic function. Normal hempdynamics. Off-pump coronary bypass grafting using the left internal mammary artery to the mid left anterior descending was performed. The event was considered resolved without residual effects. The patient was discharged.

Manufacturer narrative:
(B)(4).